Event description:
It was reported that a pt underwent a kyphoplasty procedure on (B)(6) 2007. During the procedure, an expired inflatable bone tamp was used in the pt. There were no pt complications or adverse events reported. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, f/u with company rep. The kit was from trunk stock.